Event description:
Upon unpacking an imager ii-4f select catheter, the actual product that was in the box did not correspond with the packaging. Incorrect packaging for the product. The event occurred outside of the pt's body.